Event description:
It was reported that, "on or about (B)(6) 2009," an elevate anterior graft was implanted. It was alleged that following surgery, the pt experienced abdominal pain, vaginal bleeding, and discomfort in her vaginal area after intercourse. She was told this was a normal healing process. She continued to experience vaginal bleeding and abdominal pain. In (B)(6) 2010, she "awoke to experiencing severe left groin pain, such that she could not lift her leg." Nerve blocks provided no relief. An MRI revealed an abdominal mass. On (B)(6) 2011 she had an examination under anesthesia. On (B)(6) 2011, she underwent surgery for "erosion of vaginal mesh." On (B)(6) 2011, mesh fragments were seen in the vaginal vault and surgery was done on (B)(6) 2011 to remove mesh fragments from her vagina vault. She continues to experience, "severe pain and is scheduled to undergo additional medical procedures." It was also alleged that the pt, "sustained and will continue to sustain severe physical injuries and economic losses, which have in turn caused emotional distress and physical injury naturally resulting from fright and shock of her other injuries and damages."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.